Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] intense fatigue that is getting worse and persisting [fatigue aggravated] vitreous detachment in right eye [vitreous detachment] vitreous detachment in left eye [vitreous detachment] recurring tendinitis [tendinitis] hip problems [hip discomfort] brain fog [brain fog] difficulty finding words [word finding difficulty] major digestive problems [digestion impaired] weakening bladder [bladder incontinence]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-apr-2025. The most recent information was received on 02-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A95860) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced fatigue ("intense fatigue that is getting worse and persisting"), a first episode of vitreous detachment ("vitreous detachment in right eye"), tendonitis ("recurring tendinitis"), musculoskeletal discomfort (" hip problems"), brain fog ("brain fog"), aphasia ("difficulty finding words") and urinary incontinence ("weakening bladder"). In 2024 she experienced a second episode of vitreous detachment ("vitreous detachment in left eye"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced dyspepsia ("major digestive problems"). The patient was treated with surgery (to remove essure). In 2019, dyspepsia had resolved. At the time of the report, the fatigue, tendonitis, musculoskeletal discomfort, brain fog, aphasia and urinary incontinence had resolved. The outcomes for medical device removal and the last episode of vitreous detachment were unknown. No causality assessment was received for essure with regard to the first episode of vitreous detachment, the second episode of vitreous detachment, tendonitis, musculoskeletal discomfort, brain fog, aphasia, fatigue, dyspepsia, urinary incontinence or medical device removal. The reporter commented: period of occurrence: 2014 vitreous detachment in right eye in 2014 and left eye in 2024, recurring tendinitis, hip problems, brain fog, difficulty finding words, intense fatigue that is getting worse and persisting, not to mention major digestive problems since 2019 and a weakening bladder. Patient's current status: I finally had the devices removed in (B)(6) 2025 and most of my symptoms have disappeared! Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] intense fatigue that is getting worse and persisting [fatigue aggravated] vitreous detachment in right eye [vitreous detachment] vitreous detachment in left eye [vitreous detachment] recurring tendinitis [tendinitis] hip problems [hip discomfort] brain fog [brain fog]. Difficulty finding words [word finding difficulty]. Major digestive problems [digestion impaired]. Weakening bladder [bladder incontinence]. Case narrative: the below report was received by health authority ansm (reference number: r2511372) on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A95860) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced fatigue ("intense fatigue that is getting worse and persisting"), a first episode of vitreous detachment ("vitreous detachment in right eye"), tendonitis ("recurring tendinitis"), musculoskeletal discomfort (" hip problems"), brain fog ("brain fog"), aphasia ("difficulty finding words") and urinary incontinence ("weakening bladder"). In 2024 she experienced a second episode of vitreous detachment ("vitreous detachment in left eye"). On (B)(6) -2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced dyspepsia ("major digestive problems"). The patient was treated with surgery (to remove essure). In 2019, dyspepsia had resolved. At the time of the report, the fatigue, tendonitis, musculoskeletal discomfort, brain fog, aphasia and urinary incontinence had resolved. The outcomes for medical device removal and the last episode of vitreous detachment were unknown. No causality assessment was received for essure with regard to the first episode of vitreous detachment, the second episode of vitreous detachment, tendonitis, musculoskeletal discomfort, brain fog, aphasia, fatigue, dyspepsia, urinary incontinence or medical device removal. The reporter commented: period of occurrence: 2014 vitreous detachment in right eye in 2014 and left eye in 2024, recurring tendinitis, hip problems, brain fog, difficulty finding words, intense fatigue that is getting worse and persisting, not to mention major digestive problems since 2019 and a weakening bladder. Patient's current status: I finally had the devices removed in (B)(6) 2025 and most of my symptoms have disappeared! Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.